Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l5-s1. It was reported that one setscrew stripped during insertion into the bone screw. No additional surgical complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.